Manufacturer narrative:
(B)(4). Date sent: 3/2/2026 d4: batch # 939c35 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh21b device (a) arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have slightly nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 939c35, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open gastrectomy, the esophagus and jejunum were anastomosed without any problems by the first cdh25b. When performing a side-to-side anastomosis to the jejunum, there was stapled only on the dorsal side. The replacement was opened to try to re-anastomosis by cutting more tissue, but at that point it was found to be from the same lot, so the use was stopped and the procedure was completed by a hand suture. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.